Event description:
Impedance measurements for this lead have reportedly risen since implantation. An increase in threshold measurements were also reported at the pt's first follow-up in (B)(6). The physician suspected a microdislodgement but elected to take no action at the time. On (B)(6) 2012, the pt presented with no capture at maximum output and an impedance of 2457 ohms. A revision procedure was performed to confirm that the set screw was properly tightened before a lead replacement was considered. The set screw was noted to be securely fastened and further testing of this lead showed continued intermittent capture at high outputs. A new lead was then implanted, and the old lead was capped on (B)(6) 2012. Should add'l info become available, this event will be updated.